Manufacturer narrative:
On 25aug2025, an authorized service provider (asl) evaluated the device and was unable to reproduce the issue. The asp checked the device's event log and confirmed the previous occurrence of the primary alarm failed alarm. As a preventative measure, the central processing unit (cpu) printed circuit board assembly (pcba) and speaker assembly were replaced. Following the part replacement, the asp completed a cleaning, running test, and functional test before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the primary alarm failed alarm sounded and could not be silenced. The customer stated that the alarm occurred as they were starting to attempt to use the device. The device was replaced with another v60. There was no delay in therapy as a result of the alleged issue. In a good faith effort (gfe) response from the key market operational planner, it was stated that it was not communicated if the event specifically occurred during the power-on self-test (post), just that it happened at startup. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.